Event description:
It was reported by service report that both knee siderails were bent and stuck in down position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent knee brackets on siderails.